Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in denmark: "underinfusion" according to the customer: "chemotherapy must be administered over 6 hours including 50 ml flush. Starts at 1030, must be finished 1630 including flush. At 1330, relatives of the patient makes attention that it looks like there is too much left in the bag. At this time there should be about 50 ml left in the bag. The pump indicates that the infusion is complete within 45 minutes - equivalent to about 50 ml. But the contents of the bag measured to 100 ml. Replace the pump and after that the infusion runs fine."